Event description:
It was reported the patient was experiencing heating at the ipg pocket during use. It was reported the heating was not exclusive to the charging process. It was reported the patient used the system continuously and has intermittent heating that lasts about 20 minutes. It was not determined if the heating stopped if the system was not in use due to the continuous stimulation usage. The sjm representative met with the patient and the impedances were normal. It was reported the patient had no complaint regarding the heating at the appointment.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.